Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30694192l and no internal action related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) male underwent a cavotricuspid isthmus (cti) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced av heart block requiring surgical intervention and prolonged hospitalization. While ablation was conducted for cavotricuspid ishmus (cti) line by a fantasista catheter (made by (B)(6) lifeline company) and av block occurred. There was no error messages. No malfunction has occurred in the carto® 3 system. At the time of leaving the room, the temporary pacemaker was implanted. The av block was observed in a few hours the evening, and the patient was followed up for confirming the bundle branch block for 1 day. The physician commented that this event was not related to the carto3. It was reported that as of (B)(6) 2022, the patient is under observation with the monitor during hospitalization. It was also reported that the thermocool® smart touch® sf bi-directional navigation catheter was outside the cardiac cavity during cti. Bwi products were used as per the instructions for use (IFU). The physician¿s opinion on the cause of this adverse event was that it was not related with the bwi product. The patient outcome of the adverse event was reported as improved. At the time of leaving the room, the patient went to the ward wearing the temporary. Heart block was monitored for a few hours this evening, and the course observed for a day to monitor the bundle branch block. On (B)(6) 2022 in the evening, was implanted for treatment and prolongation of hospitalization for several days longer than usual was determined. Based on the initial information available, it was determined the bwi products in this case was assessed as concomitant to the event and not MDR reportable. On 4-april-2022, additional information was received indicating before the onset of atrioventricular block, thermocool® smart touch® sf bi-directional navigation catheter was inserted into the heart and ablation was performed with pulmonary vein isolation (pvi). On 18-apr-2022, additional information was received indicating the physician¿s opinion on the cause of this adverse event is that it was not related with the bwi product. The physician did not comment on the cause of av block other than that it was unrelated to bwi product. No relevant tests/laboratory data was reported. On 20-april-2022, additional information was received indicating that after completion of pvi, the thermocool® smart touch® sf bi-directional navigation catheter was removed outside the cardiac cavity. Then fantasista catheter (ablation catheter by (B)(6) lifeline) was inserted to cardiac cavity and ablation was performed on cti line. During the cti ablation with fantasista, av block occurred. Based on the additional information received, this event is being conservatively reported after review of additional information which states that ¿before the onset of atrioventricular block, thermocool® smart touch® sf bi-directional navigation catheter was inserted into the heart and ablation was performed with pvi. Since ablation took place prior to event, the bwi device cannot be excluded as a potential contributor to the event.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) correction:on 28-apr-2022, it was noticed that the physician's name was inadvertently omitted from the 3500a initial medwatch report. As such, it has now been added to the appropriate fields in section.